Manufacturer narrative:
Although this was initially reported as a reportable event, further follow up revealed this balloon catheter was used in a non-vascular procedure. No pt injury has resulted from this type of non-vascular procedure to date. Therefore, co does not consider this event to meet the criteria of a reportable incident.

Event description:
A balloon ruptured at three atmospheres during a percutaneous transluminal angioplasty. No pt complications resulted from this event. This device has been destroyed by the user facility. Therefore, no failure analysis will be available. Co's attempts to gain further info with regards to the circumstances surrounding this event have been unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the product and without further details about the event, co cannot determine the exact cause for this event. Co's directions for use state: "do not exceed the normal pressure printed on the product label..never manipulate the catheter with the balloon inflated... The integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."